Event description:
It was reported that during a band adjustment, the band was removed due to band breakage. There was balloon leakage. Another device was implanted as a replacement. Patient is in excellent condition.

Manufacturer narrative:
Information anticipated, but unavailable at this time.